Manufacturer narrative:
The reported event was user concern. As received, a device was returned in normal elective replacement indicator range of operation. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented for a routine generator replacement. Prior to the procedure, the patient requested a pocket revision due to discomfort caused by interaction between the shoulder and the implantable cardioverter defibrillator (ICD). The ICD was explanted, the pocket was revised, and a new device was successfully implanted. The patient remained stable throughout.